Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was kidney failure and diabetes. The caller noted that the customer had been ill for year and a half prior to passing; since (B)(6) of 2013. The customer had diabetes complications (the caller did not specify), kidney failure and infection (the caller did not specify). The customer's blood glucose, at the time of death, was 165 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was using sensors but was not wearing one at the time of death; the customer was off the sensors since may or (B)(6) 2013. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. No cosmetic damage noted. Data analysis: (date of death: (B)(6)2014) there is no data available due to the unit did not have a battery installed when received. The initial report and or supplemental report had the incorrect aware date. The correct aware date is june 29,2015. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(4).